Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a broken reservoir tube lip, minor scratches on the display window, a scratched case, a cracked reservoir tube, a cracked reservoir tube window, missing reservoir tube o-ring and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was pouring out. Her blood glucose was 400 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. The customer did not press the cap while connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.